Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user contacted support because the picante wireless charging pad for the ilet system was not functioning, and an overnight replacement was requested. Investigation included a review of the complaint details and a device history check for the charging accessory. Investigation of this case revealed a suspected malfunction of the external charging accessory without evidence of patient harm. No symptoms and no reported adverse clinical effects or changes in blood glucose reported. Outcomes included no medical intervention, and no hospitalization. It was concluded that the event involved a non-functional charger, with the ilet system otherwise not implicated in a clinical event.